Event description:
It was reported when using the bd pyxis medstation system, the full height cubie auxiliary drawer 1 was failed and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure due to broken u joint. During the visit, a field service engineer examined drawer and replaced plunger to resolve the issue. The complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed drawer. Technical support specialist opened the back cover, found plunder had a broken u joint, replaced plunger to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the full height cubie auxiliary drawer 1 was failed and prevented the user from accessing medications. The customer reported users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.